Event description:
Approximately 6 months ago, pt noted that porta cath was not functioning. Patient was done with chemo, so physician was not concerned because was no longer needed. Chest x-ray done in 2007 for non-hodgkin's lymphoma follow up and it was noted incidentally that catheter was dislodged from port. Retrieval done six days later, and found catheter in right atrium and other end in superior vena cava. Successfully removed.